Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After the initial surgery, a dislocation occurred. The aequalis ascend flex reversed insert was newly replaced to a constrained-typed insert, and the surgery finished without problem.